Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device was unable to verify customer reported "slippage" as valid. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure; this would not have caused a slippage. When the unit is properly positioned and put under pressure it would not have slipped. Unrelated to the reported issue of slippage, the unit received had up and down movement in the rocker arm assembly.; however, the ratchet extension arm passed all functional testing for movement. General maintenance and cleaning performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause is improper or sub-optimal positioning of the skull clamp on the patient.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) slipped on a patient. No patient injury or surgical delay has been reported.